Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following their treatment. The patient stated when they removed the cassette at the end of the treatment they observed moisture inside the cassette. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. The patient was able to complete treatment manually. No adverse event reported at this time. The cassette was discarded.